Event description:
It was reported that when the bd saf-t-intima¿ IV catheter safety system needle was retracted after the puncture, it tore the silicone during the withdrawal, and a new puncture was required. The following information was provided by the initial reporter, translated from portuguese to english: "after avp puncture, when the needle was withdrawn from the 22gauge saf-t-intima catheter, the needle tore the silicone at the time of withdrawal. New puncture was required."

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7327618. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when the bd saf-t-intima¿ IV catheter safety system needle was retracted after the puncture, it tore the silicone during the withdrawal, and a new puncture was required. The following information was provided by the initial reporter, translated from (B)(6) to english: "after avp puncture, when the needle was withdrawn from the 22 gauge saf-t-intima catheter, the needle tore the silicone at the time of withdrawal. New puncture was required."